Event description:
The customer reported that the nurse call connector at the rear of the ventilator was broken, and when the ventilator alarmed the facility remote alarm did not alarm. The ventilator was in use on a patient, and there was no patient harm reported. The manufacturer's service technician confirmed the customer reported problem, and reported the remote alarm connector was physically damaged. The service technician performed testing of the remote alarm which failed. The service technician replaced the main board to correct the reported problem. Extended self test (est) and applicable final testing was completed and all tests passed per operating specifications.